Manufacturer narrative:
Analysis confirmed the external pulse generator (epg) displayed an error message and had no output. The main printed circuit board was found to be out of electrical specification and contaminated. Both output connector nuts were also discolored, and five case screws and the hanger screw were contaminated. The device was repaired and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not outputting any signals and was displaying an error message. The epg was returned for service. There was no patient involvement.